Event description:
The hospital reported an error resulting in loss of ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s. And therefore; this information is not provided due to country privacy laws. Unique identifier: 010084068212475121sqay0083811190626. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas mixer was replaced to resolve the issue.